Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic with a false elective replacement indicator on their pacemaker. The elective replacement indicator was cleared and the doctor will follow the patient normally. No patient symptoms were reported.